Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was excessive device on-time (18.7 hours) due to multiple user initiated power cycles. This depleted the device's internal hybrid layer capacitor (hlc) batteries. The device would power on, charge and shock during testing. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had a service wrench present on the readiness display. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that the internal hybrid layer capacitor (hlc) batteries had previously depleted to zero.